Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.